Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: tip appears bent and when used it seemed loose and suction was reduced. "As per cc form": packaging examined prior to opening. It was noticed that 3 way tap was bent where it was attached to needle handle q12 was the device damaged in packaging prior to removal? Yes. Email confirmation (B)(6) 2024. ¿yes, the product was used on a patient.¿ patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Patient/event info - notes: 1. Are images of the device or procedure available? N/a. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? N/a. 7. Was the device used in a tortuous position? N/a. 8. Was puncture of the target site difficult? N/a. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). N/a. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? Another device was opened. 12. Was the device damaged in packaging prior to removal? Yes. 13. Was the device damaged on removal from packaging? No. 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? No. 16. What intervention (if any) was required? N/a. 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? N/a. 21. Was resistance felt while inserting the device through the scope? N/a. 22. Was the scope recently serviced / repaired? N/a. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? N/a. 24. Was the syringe used during the procedure, after the stylet was removed? N/a. 25. Was difficulty experienced while retracting the needle? N/a. 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a. 28. Was the stylet partially removed when advancing the needle into the target site? N/a 29. How many samples were obtained (passes completed) with this needle? N/a 30. Did any section of the device detach inside the patient? N/a. If yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a. 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a. 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea?n/a.

Manufacturer narrative:
PMA/510(k) # k210476. Supplemental report is being submitted as a cancellation report following the completion of the investigation on 01-nov-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 01-nov-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.